Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was instructed to continue using the pump, with the advice to call back if the malfunction code recurred. The caller understood and acknowledged the instructions.